Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 300 mg/dl while wearing the pod for less than 1 hour. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site. The pod was leaking insulin.

Manufacturer narrative:
No damages were observed that would prevent the proper insertion of the soft cannula. The cause of this event cannot be determined. A leak test was performed on the device, and no leaks were observed. No damages were observed that would result in leaking during wear.